Event description:
Reportedly, during the use of the generator and an unknown associated device, the surgeon was burned four times on right thumb and on top of the hand. The severity of the burn is unknown.